Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned to the manufacturer for physical evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler had pressure leak message during drain 2 of 4 and that the cycler was also leaking fluid. The source of the leak was unknown, however, the patient observed fluid on the cart right underneath the cycler. The patient stated that the cassette door area seemed dry. The patient stated that treatment will be cancelled with the cycler and manual therapy will be taken until a replacement cycler is received. There were no reported patient adverse reactions or medical intervention. No further information has been made available at this time.